Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after an intraocular lens (iol) implant procedure, subsurface nano-glistenings with anterior iol opacification. In the surgeon's opinion product was cause or contribute to the event and in surgeon's prognosis most likely would not affect vision. Additional information has been requested but is not available at the time of this report

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photos were returned. The photographs below demonstrate the following significant findings: this is an anterior segment photograph of an intraocular lens (iol) through a mid-dilated pupil. The lens has a mild opacification that appears to be through a majority of the lens that is illuminated from the slit beam. This appears to be subsurface nano glistening. This differs from glistening in the particle size is much smaller and it is the result a phase separation of water (from the aqueous humor) on the iol subsurface, whereas glistenings are attributed to water phase separation within the matrix of the hydrated iol material. It is rare for this to impact the quality or quantity of vision. The other two photographs included in this file are of poorer quality but appear to support this same conclusion. Based on our observation of the attached photos, this appears to be subsurface nano glistening. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. No sample was returned for analysis. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).